Event description:
Reporter stated she had mammogram done on (B)(6) 2018 which led to the rupture of her right breast implant. According to reporter, the implant was unable to support the amount of pressure from the mammogram which should not be the case. Reporter says she is due for surgery anytime from now once her insurance approval goes through. Reporter said she is notifying FDA as a warning to anyone out there with similar medical situation.